Event description:
A customer reported getting an e-6 message on their blood glucose meter as a result of using expired test strips. They further reported experiencing symptoms of hypoglycemia with loss of consciousness. However, no self-treatment or third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a final report. During a troubleshooting with abbott diabetes care customer service it was discovered the customer was using expired test strips. Investigation of the product is not required. There is no indication of a product malfunction.